Event description:
It was reported that the patient was experiencing increase in charging time of the ipg. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted and patient was doing well post-operatively. The explanted ipg was retained by facility per policy.